Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) extending to the left circumflex (lcx) artery. After deploying a 3.0x20mm synergy stent into the lad, a 3.25mm x 8mm nc emerge balloon catheter was advanced for post-dilatation. However, upon the first inflation at 8 atmospheres for 6 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a non bsc device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a nc emerge balloon catheter. The balloon was loosely folded, with blood and contrast in the balloon and lumen. The balloon was partially inflated with blood and fluid. The balloon, markerbands, tip, hypotube, inner and outer shaft were microscopically inspected. Inspection revealed tip damage, numerous kinks in the hypotube and a kink in the distal shaft 19cm from the tip of the device. Functional testing could not be performed despite soaking in a waterbath for three weeks, due to the excessive contrast in the inflation lumen. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) extending to the left circumflex (lcx) artery. After deploying a 3.0x20mm synergy stent into the lad, a 3.25mm x 8mm nc emerge® balloon catheter was advanced for post-dilatation. However, upon the first inflation at 8 atmospheres for 6 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a non bsc device. No patient complications were reported and the patient's status was good.